Manufacturer narrative:
Sensor circuit board was found defective and replaced.

Event description:
Hamilton medical ag received the following event description: the report from hospital say: the emergency department monitoring room reported that a raphael ventilator was turned on and gave an alarm, unable to use and requiring maintenance the engineer came to the door and found that the ventilator startup alarm pipeline fell off, and there was no tidal volume, but there was no abnormality in the external pipeline. After maintenance, it was found that the circuit board of the ventilator sensor was faulty, and it returned to normal after replacing the sensor circuit board

Manufacturer narrative:
The report from hospital say: sensor circuit board was found defective and replaced. Update: it was learned that the situation reported by the hospital was not true. Upon investigation by our agent engineer that the actual situation was that in (B)(6) 2019, the machine underwent a mandatory inspection by the jiangxi metrology bureau and the tidal volume was found to have some deviation. Afterward, the engineer performed calibration and resolved the problem. The equipment department reported this event as an adverse event. Upon investigation, the machine was not used by a patient and did not cause any injury.

Event description:
Hamilton medical ag received the following event description: the report from hospital say: the emergency department monitoring room reported that a raphael ventilator was turned on and gave an alarm, unable to use and requiring maintenance the engineer came to the door and found that the ventilator startup alarm pipeline fell off, and there was no tidal volume, but there was no abnormality in the external pipeline. After maintenance, it was found that the circuit board of the ventilator sensor was faulty, and it returned to normal after replacing the sensor circuit board.